Manufacturer narrative:
Concomitant products: 507652 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were occasional high capture thresholds observed with the right ventricular (rv) lead. Follow-up revealed intermittent atrial undersensing was noted during interrogation, and the patient's underlying rhythm was atrial fibrillation (af). The electrophysiologist felt that the high rv thresholds could possibly be due to af with fast rates during auto threshold tests. Reprogramming was performed for both right atrial (ra) and rv leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.